Event description:
The customer reported intermittent occurences of high ion selective electrode (ise) results involving a beckman coulter au680 clinical chemistry analyzer. The customer indicated that results within the normal range were obtained upon re-calibration of the ise followed by a rerun of the samples. The customer noted that the erroneous results were about twice the normal value with some being out of the dynamic range and flagged. No erroneous results were reported out of the laboratory and there was no change or affect to patient treatment in connection with this event. Only repeat results for two patient samples were provided by the customer. The total number of patients affected is unknown and additional request for data was made but not provided. The customer provided quality control (qc) results as the primary example of the results which had been seen on patients. The customer provided original qc results of 342.9 meq/l for sodium (na), 15.63 meq/l for potassium (k), and 221.4 meq/l for chloride (cl). Qc was repeated and results of 123.7 meq/l for na, 6.04 meq/l for k and 82.9 meq/l for cl were obtained. Beckman coulter field service engineer (fse) observed that one of the buffer valves was sticking and not opening as intended. The fse replaced the buffer valves, the reference valve, ise and motor boards. Repairs were verified per established procedures and results met published specifications. The fse inspected the parts which were replaced and noted that the buffer valve was sticking and not opening correctly. Failure mode was determined to be the buffer valve.